Manufacturer narrative:
Type 1 diabetic patient reported that he was went to the emergency room on (B)(6) 2018 for hypoglycemia of 56 mg/dl and nausea and vomiting. Patient self-managed with oral carbohydrates the bg of 56 mg/dl went to 100 mg/dl when he arrived at the emergency room. Patient spent an hour at the ER and was discharged with no diagnosis given for the nausea and vomiting. There is no allegation of device malfunction and the device was not returned. Root cause cannot be determined from the information provided; however it is likely that the nausea and vomiting contributed to the low bg.

Event description:
Type 1 diabetic patient reported that he was went to the emergency room on (B)(6) 2018 for hypoglycemia of 56 mg/dl and nausea and vomiting. Using vgo 30 bg 56-150s mg/dl; when bg 56 on (B)(6) 2018 pt. Had nausea and vomiting and his health care provider recommended he go to the hospital. Patient self-managed with oral carbohydrates the bg of 56 mg/dl went to 100 mg/dl when he arrived at the emergency room. Patient spent an hour at the ER and was discharged with no diagnosis given for the nausea and vomiting. Patient recovered without sequelae. The patient reported he has been fine since. The pt. Reported he is in contact with his health care provider for bg management. There is no allegation of device malfunction and the device was not returned.